Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bedside monitor screen was frozen; there was no fluctuation of the graphs, and it was impossible to perform any action on the monitor. The incident occurred at the hospital, during an intervention. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.